Event description:
During the implantation procedure, an arrythmia was induced with a shock on t wave. After the induction shock, there was an undersensing period that the complainant required to be analysed.

Manufacturer narrative:
(B)(4). No final conclusion could be drawn to explain the reported event; nevertheless, the most probable hypothesis is the effect of the induction shock on the right ventricular coil that is visible when this electrode gets used as a sensing electrode. As a matter of fact, during the induction shock, there is an accumulation of electric charges at the right ventricular coil level. When the sensing circuits recover after a post shock protection period, these charges are detected by the acquisition chain, resulting in a saturation of the sensed signal after a while. When amplifiers in the acquisition chain have been saturated, they need some time to recover a normal behavior. Such a behavior can be observed after a low energy shock only. There is no impact on the device operation itself, i.e. Normal follow-up intervals can be applied for this pt.